Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint received with return of device. Failure (event) observed during analysis. Externalized conductors due to internal abrasion were found at 27.2-30.2cm from the connector pin. The silicone insulation was abraded and the rv conductor was visible. Internal insulation abrasion was found at 28.3-29.1cm from the connector pin. The etfe coating was intact at these locations or damaged at explant.